Manufacturer narrative:
Based on the results of the investigation, the most likely cause of the foreign material in the scope was unable to be determined. The most likely cause of the damaged to the instrument channel and the brush getting stuck was stress due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited damage on instrument channel resulting in the cleaning brush stuck and the presence of foreign material in the auxiliary water channel. There was no patient involvement.